Manufacturer narrative:
The system was not in use at the time of event, thus there was no device malfunction involved. No further investigation was required.

Event description:
On (B)(6) 2026, senseonics was made aware of a user's hyperglycemic event, which resulted in hospitalization. The user was discharged the following day and reported feeling better at the time of follow-up. The event was confirmed to be related to diabetes, although the user declined to provide additional details regarding the circumstances, treatment, or any prescribed medication. Data management system (dms) review indicated that no glucose readings were available at the time of the event, and it was also confirmed that the user did not receive a high glucose alert because the system was not in use. The user's healthcare provider was aware of the event. Records further showed that the user had not been using the system since (B)(6) 2025.